Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
Out of box failure. The customer reported that when the box was opened, the okay icon is active, but the device will not power on.